Manufacturer narrative:
Analysis of the catheter revealed catheter pin connector collet not fully locked in place. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The patient had a mass at the site of the spinal incision. They had pain. A dye study was attempted, but the catheter could not be a spirated. The date of the difficulty was approximated to have been on (B)(6) 2014. The logs were checked, though nothing was reported. A catheter revision was scheduled. The patient¿s status at the time of the report was alive with no injury. The medication infused was hydromorphone. It was noted that the catheter revision had been performed on (B)(6) 2014. On that day, prior to the revision, the physician was able to aspirate from the catheter, but they were not able to push contrast. At the revision, most of the catheter was explanted, and it was also noted that the spinal and pump segment of the catheter were replaced. The cause of the inability to aspirate was not determined. The aspiration issue was not related to the spinal mass. Everything was implanted in the correct location. There was cerebrospinal fluid (csf) backflow, but the doctor was not able to push contrast through. The patient was doing ok according to the clinic.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the remainder of the catheter that was left in the patient was being used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.